Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel anastomosis procedure, the surgeon found that there were leak at the staple line. To resolve the issue they had to re-do the anastomosis so they dissected and mobilize more colon that result to extended patient hospitalization.